Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument had breakage of the jaws during clipping and the jaw fell into the patient. There was an extended or time of 5-10 minutes, to retrieve the broken jaw from inside the patient.